Event description:
Procedure type: laparoscopic right hemicolectomy. According to the reporter: customer states that while using lcs: laparoscopic coagulating shears, balloon burst. They put 25 cc air into balloon as usual. Broken pieces of the balloon were retrieved from the patient cavity. Operating time extended: less than 30 min. No tissue damage. No bleeding. The procedure was completed with another device.

Manufacturer narrative:
(B)(4).